Event description:
It was reported that the patient was experiencing dizziness and passed out due to low blood pressure after a trial procedure. The physician believed that patients low blood pressure was not device related. No medical interventions were provided. The patient was hospitalized and was doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: (B)(4).